Manufacturer narrative:
Technician evaluation: the pump was tested by installing a pressure gauge to the vacuum outlet and setting the vacuum regulator dial to 20inhg and setting the dial knob to maximum. Conclusion: the pressure gauge was reading correctly and the maximum vacuum pressure was reading more than 20inhg as required per specification. No problem was found. This MDR is being filed as part of the remediation action taken as per penumbra (B)(6) 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
The pump knob was found broken when the pump was taken from the box.